Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version#: 1.2.0, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial biopsy procedure. It was reported that while navigating in a biopsy case the software displayed the phrase "tip stop point" in the lower left hand corner spelled incorrectly without the "n" in point. The reported error was ignored and the procedure was completed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.